Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the unspecified bd¿ needle the needle clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that the insulin does not flow through the needles.

Manufacturer narrative:
H.6. Investigation summary: customer returned (27) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported needle clog during priming, stated that the insulin does not flow through the needles. All 27 returned samples were examined, and it was observed that 23 samples had bent non-patient end (npe) cannulas, however, no manufacturing defects were observed on these samples. The four samples with straight npe cannulas were tested for flow using a test pen injector, and it was observed that all four samples were able to expel properly. As all 27 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. The bent npe cannulas would be the cause for no flow through the pen needles, hence the customer would think the pen needles were clogged (as reported). Unable to perform a DHR review due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see section h.10

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
Material no. Unknown batch no. Unknown it was reported that during use of the unspecified bd¿ needle the needle clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that the insulin does not flow through the needles.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no. Unknown. It was reported that during use of the unspecified bd¿ needle the needle clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that the insulin does not flow through the needles.